Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reported stated that the pt had surgery on (B)(6) 2011 for a left dorsal wrist mass. The procedures were dorsal wrist ganglionectomy, wrist joint capsulorrhaphy, and wrist joint synovectomy. On (B)(6) 2011, the pt complained of a large bump on the left hand at the incision site, with numbness of the knuckles, and inability to flex or extend, and heat at the site. Hematoma was diagnosed and aspiration was attempted but was not successful. On (B)(6) 2011, the pt complained of return of the ganglion cyst on her hand. The mass was on the tendon that was excised and where tenoglide was placed over the tendons. On (B)(6) 2011, revision surgery was performed. Integra has requested additional clinical info.